Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented for routine follow-up. Upon device interrogation, auto mode switch episodes due to noise on the atrial lead were noted. All electrical parameters were in range. The physician elected not to take any action. The patients condition was good.